Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The specific value is unknown but bg but remained between 54-500mg/dl. After removing the obstruction from the speaker holes, the alarm cleared however the altitude alarm recurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed.